Manufacturer narrative:
The device in this case has not be returned and photographs have not been taken. The device history was not reviewed due to lot number not being provided. Device not available.

Event description:
Patient had a persistent left superior vena cava which is a rare but important congenital vascular anomaly. The presence of plsvc can render access to the right side of the heart challenging. This is a common site of access utilized when placing pacemakers and other catheters. The lv lead was placed in coronary vein. When the next sheath was introduced into the subclavian to place the rv lead it was noted that the sheath would not advance. Contrast was injected which showed the subclavian vein was dissected. Md decided to abandon placement on the left and will bring the patient back for right-sided placement on another day. The anatomy was noted to be very different from normal as the patient had plsvc that came off acutely near the subclavian vein access site. The turn was very sharp. No additional procedures or medical treatment. Extended hospital stay not required.